Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was in the supermarket and received a shock. Interrogation of the s-ICD at the hospital determined that the shock was inappropriate due to t-wave oversensing. The programmed sensing vector at the time was alternate. Optimization was performed and the secondary sensing vector was selected and programmed. In addition, a stress test was performed while the s-ICD was programmed in the secondary vector and no oversensing or undersensing was observed. It was indicated that the patient experienced an adverse effect as a result of the shock, but the details were not provided. Attempts to obtain further information from the field were not successful. No additional adverse patient effects were reported.